Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time. Additional information indicated that the spinal cord stimulation (scs) patient experienced charging difficulties, compounded by device rotation within the pocket. It was also reported the patient had weight fluctuations. To address this, the patient underwent a revision procedure in which the implantable pulse generator (ipg) was replaced and explanted. The patient is recovering well postoperatively. Per facility policy, the explanted device has been retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time.